Manufacturer narrative:
The device was received for evaluation. During functional testing, the device did not reproduce the reported event. A review of the event history log revealed 'door latch'. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be a failing upper hook switch. The upper auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a door latch issue during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device malfunction would not lead to a death or serious injury if the malfunction were to recur because an occurrence of this alarm outside of a therapy is not likely to lead to patient harm. Should additional relevant information become available, a supplemental report will be submitted.